Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels with 3 keytones due to power error alarm on the pump. It was reported that the customer changed out the battery, but the alarm is still present. The customer's blood glucose level was reported to be 300mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test; the insulin pump was programmed with low reservoir alarms and all alarmed properly. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.